Event description:
It was reported a spectrum pump had under-infused during a infusion on a pt in the intensive care unit (medication and infusion parameters unk). Due to this reported problem, the pump was swapped for a new one.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.